Event description:
A health care professional reported that they obtained a high reading on their adc meter of 242 mg/dl as compared to a laboratory reference reading of 81 mg/dl from the same sample within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the devices apparently jammed and failed to deliver clips as normal. It was noticed that the orange indicator appeared but they only used a few clips on the pt when the problem occurred. The rest were fired subsequently. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
(B) (4). This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.